Manufacturer narrative:
(B)(4). Covidien service engineer (se) inspected the device and found the graphical user interface (gui) keyboard was defective. The keyboard was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an alarm during patient use. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.